Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery issues. The insulin pump's history was reviewed and found that the insulin pump had alarmed power error detected. Customer was assisted with power error detected troubleshooting. Customer's blood glucose level was unknown at the time of incident. Customer was given advised on how to resolve alarm. The power error detected alarm was not resolved. Customer was also assisted with damage troubleshooting as customer stated that the insulin pump had scratches. Customer stated that the insulin pump's screen cannot be read due to the scratches. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.